Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown procedure, when the doctor clamped down on tissue and fired the stapler, the device partially fired, staples were partially deployed and tissue was partially cut, cutting and stapling mid way on the reload. The stapler was removed from the patient. It was not reported how the procedure was completed. There were no patient consequences reported.